Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated about an hour ago they received alert 50 patient temperature (pt) 1 erratic, but device kept beeping with alert and no message. Had them powered off arctic sun device and back on. Alerting message stopped. Patient temperature (pt) jumped from 37c to 37.9c in about a 15-minute time span. Patient temperature (pt) via ts foley reading 37.9c had them check alternate source and oral temperature reading 98.6f. Water flow rate (wfr) was stabilized at 2.9 l/m. Checked cable connections to ensure secure and flex cable with no temperature jumps. Nurse confirmed temperature change does appear to be patient related. Suggested they monitor via secondary temperature to ensure temperatures correlate and encouraged to call back with any additional alerts or alarms.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. A DHR review is not required as the lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated about an hour ago they received alert 50 patient temperature (pt) 1 erratic, but device kept beeping with alert and no message. Had them powered off arctic sun device and back on. Alerting message stopped. Patient temperature (pt) jumped from 37c to 37.9c in about a 15-minute time span. Patient temperature (pt) via ts foley reading 37.9c had them check alternate source and oral temperature reading 98.6f. Water flow rate (wfr) was stabilized at 2.9 l/m. Checked cable connections to ensure secure and flex cable with no temperature jumps. Nurse confirmed temperature change does appear to be patient related. Suggested they monitor via secondary temperature to ensure temperatures correlate and encouraged to call back with any additional alerts or alarms. Per follow up information received via task on 01oct2025, spoke with charge nurse who did not have any notes on this particular case. The device was still on the floor, and they have not had any troubles with it that was aware of and reach out to original complainant to ask if therapy went well.